Event description:
Ous MDR - the patient was inappropriately shocked. Measurements via the psa just before the extraction was 4.0v@0.5ms, 9.3mv, 2500 ohm. This was all of the information provided to us. The lead was returned for analysis. Should additional information become available this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 54 cm proximal to the lead tip. Only a distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In particular approx. 15 cm proximal to the lead tip the insulation was found rubbed through from the outside. These findings can be considered as the root cause of the clinical observations mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. As the insulation in the area of the damage was weakened in-vivo due to friction, the conductor cable to the ring electrode most likely exposed during the explantation procedure while applying tensile forces. During subsequent analysis the lead demonstrated further severe explantation damages such as fractured conductor cables to the ring electrode and to the rv shock coil. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.